Manufacturer narrative:
The insulin pump alarmed with a failed self test due to a faulty y-1 on the reference board. The unit was received with no reference communication due to a faulty y-1 on the reference board. The pump did not reset on its own during testing. No cosmetic damage was noted. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with a failed self test. Her blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed self test. The customer confirmed that the alarm did not occur during the rewind and prime processes. A normal basal was programmed and the bolus amount was properly recorded in the bolus history. However, the pump failed the self test. The insulin pump was returned for analysis and a replacement device was shipped to the customer.